Event description:
A consumer reported the following an intraocular lens (iol) implant procedure in 2009, he experienced a decentered iol and difficulty seeing. An iol exchange is planned.

Manufacturer narrative:
Eval summary: prod history and batch records were reviewed and documentation indicated that prod med release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not rec'd. (B)(4).